Event description:
Reporter indicated a patient had high lead impedance and increased seizures prior to vns generator replacement surgery. The patient also had a decreased sense of vns stimulation. The surgery was cancelled and then rescheduled. The patient later underwent generator and lead revision surgery. The explanted generator and lead have been requested for return but have not been received to date. The patient did not have any trauma and did not manipulate the vns. X-rays were requested but have not been received to date. Attempts for further information from the reporter have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.